Manufacturer narrative:
(B)(4). Customer returned pump for an alleged battery anomaly found on (B)(6), 2021. Insulin pump passed sleep current measurement, active current measurement and displacement test, however, failed self test due to unexpected pump error 63. Pump successfully downloaded using thus. No low battery alerts noted during test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts in the pump trace download. Insulin pump trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin1 on keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer ring, cracked reservoir tube lip, missing display window cover, scratched lcd window, pillowing overlay, cracked overlay, stained overlay, scratched overlay, torn overlay, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, serial number label damaged, scratched case and missing o-ring. Customer allegations of low battery not noted during testing. Pump error 63 due to broken trace on u1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery life was less than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.